Manufacturer narrative:
See related regulatory report 2029214-2020-00896. If information is provided in the future, a supplemental report will be issued.

Event description:
Zaidat oo, haussen dc, hassan ae, et al. Impact of stent retriever size on clinical and angiographic outcomes in the stratis stroke thrombectomy registry. Stroke. 2019;50(2):441-447. Doi:10.1161/strokeaha.118.022987 medtronic received a literature article pertaining to a study aimed to assess stratis (systematic evaluation of patients treated with neurothrombectomy devices for acute ischemic stroke). There were a total of 715 patients with large vessel occlusion treated with a solitaire stent retriever. Of 715 patients, a 4×20 stent retriever was used in 201 patients, 4×40 was used in 270 patients, and 6×30 was used in 244 patients. The average age was 69 years old, majority female. Symptomatic ich was seen in 4 patients for the 4x20 group, 5 in the 4x40 group. Mtici of 3 was seen in 25 patients for the 4x20 group, 23 patients of the 4x40 group, 26 patients of the 6x30 group. A rescue device was used in 19 patients for the 4x20 group, 17 patients of the 4x40 group, 39 patients of the 6x30 group. The patients vessel was cut off in adownstream territory in 94 patients of the 4x20 group, 123 of the 4x40 group, and 111 of the 6x30 group. Emboli to a new territory was seen in 4 patients of the 4x20 group, and 1 patient of the 6x30 group.